Manufacturer narrative:
D.10. Concomitant product: sigphandle, sig power sigphandle handle (serial#: (B)(6)). Sigphandle, sig power sigphandle handle (serial#: (B)(6)). Sigphandle, sig power sigphandle handle (serial#: (B)(6)). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to use, the powered stapler experienced an issue involving four handles that were not working. The specific malfunctions included file error, battery error messages, and the devices not being recognized or unable to be charged with either the four-bay or single-bay chargers. The affected handles were replaced. There was no patient involved. Medtronic's initial evaluation of the incident device found that while the handle was inserted into a charger, the battery voltage drained below operable levels over time.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Post market vigilance (pmv) led an evaluation of one signia powered handle for non-reportable conditions. Visual inspection noted the organic light-emitting diode (oled) screen was discolored. During the investigation a secondary condition of vented batteries was detected. This condition has a potential for patient harm. Visual inspection of the opened handle found both batteries were vented, wet with electrolytic fluid. Root cause of the observed vented battery was determined to be due to a component degradation. The cell venting is an integrated design feature of the cell that produces a discharge of the electrolyte fluid and renders the battery cell nonfunctional and non-chargeable when battery cell life has been exceeded. Device battery management enhancements have been implemented to extend battery life and enhance battery health monitoring. During functional evaluation, the handle was removed from the charger but it did not initialize. The information stored directly on the battery integrated circuit was accessed. This showed that the cell over voltage (cov) bit was tripped, permanently disabling the battery. It was reported that there was battery error message. The reported issue was confirmed the most likely cause was traced to component failure. Internal process improvements have been initiated to mitigate this issue. It was also reported that there was irregular display. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The evaluation detected an unreported condition of 'voltage drained on charger.' Visual inspection noted that while the handle was inserted into a charger, the battery voltage drained below operable levels over time. This would result in the handle not initializing after being removed from the charger. The most likely cause could not be established from the information available. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.